Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) lost video on the left side and then lost video on the right side. According to the customer, the cns has dual screen for patient monitoring. The unit displayed a display setting failed error message as well as an hdd port 1 error message. Technical support (ts) helped the customer make the necessary changes/corrections on the unit to fix the issue; however, the customer later reported that the unit was very glitchy and the waveforms were showing up in different tiles. The customer is ordering a new hard drive. There was no patient injury reported. Investigation summary: nihon kohden (nk) confirmed the issue was attributed to damaged/failing hdds, (highly likely due to wear and tear damage to the sensitive hdd components, over time), leading to the reported issues. Nk followed up with the cusotmer and they confirmed that the issues were resolved after they replaced the hard disc drives (hdds). The following fields contain no information (ni), as attempts to obtain information were made, but not provided: attempt # 1: 02/06/2024 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: 02/13/2024 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3 02/20/2024 emailed the customer via microsoft outlook for patient information: no reply was received. B6 attempt # 1: 02/06/2024 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: 02/13/2024 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3 02/20/2024 emailed the customer via microsoft outlook for patient information: no reply was received. B7 attempt # 1: 02/06/2024 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: 02/13/2024 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3 02/20/2024 emailed the customer via microsoft outlook for patient information: no reply was received. D10 attempt # 1: 02/06/2024 emailed the customer via microsoft outlook for device information: no reply was received. Attempt # 2: 02/13/2024 emailed the customer via microsoft outlook for device information: no reply was received. Attempt # 3 02/20/2024 emailed the customer via microsoft outlook for device information: no reply was received. Manufacturer references # (B)(4) follow up 001.

Event description:
The customer reported that the central nurse's station (cns) lost video on the left side and then lost video on the right side. There was no patient injury reported.

Event description:
The customer reported that the central nurse's station (cns) lost video on the left side and then lost video on the right side. There was no patient injury reported.

Manufacturer narrative:
The customer reported that the central nurse's station (cns) lost video on the left side and then lost video on the right side. According to the customer, the cns has dual screen for patient monitoring. The unit displayed a display setting failed error message as well as an hdd port 1 error message. Technical support (ts) helped the customer make the necessary changes/corrections on the unit to fix the issue; however, the customer later reported that the unit was very glitchy and the waveforms were showing up in different tiles. The customer is ordering a new hard drive. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.